Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that in the process of deploying a 6fr angio-seal device, the physician noticed that there was no tension or suture when he attempted to pull back the sheath and device together in order for the collagen to suture down onto the artery. The physician immediately held pressure on the groin and applied a st. Jude medical femostop compression device. After careful inspection of the angio-seal, the physician noticed that the anchor never came out of the sheath. The tip of the sheath was either pinched or obstructed. The reported blood loss was greater than 250 cc's. The patient condition was reported to be normal. The procedure was successful.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct the MFR number and to provide the complete investigation results. Follow-up no. 1 MDR report 3013394947-2018-00529 was inadvertently submitted with the incorrect MFR number. The correct MFR number should have been 3013394970-2018-00529. H6 - results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was received for evaluation. The arteriotomy locator was returned along with the device. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. The device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. It is likely the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip may have caused the reported event. The exact cause of the reported event cannot be definitively determined based on the available information.